Event description:
Coiling treatment was conducted of a vessel. It was reported that the coil appeared to have prematurely detached during use. The coil was successfully removed within catheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).